Event description:
It was reported that the ventilator displayed reset every few mins during testing. No pt harm reported. The reported problem occurred six times within a 30 min time frame.

Manufacturer narrative:
Na